Manufacturer narrative:
Info anticipated, but unavailable at this time.

Event description:
It was reported that the surgeon noticed that the swedish adjustable gastric band (sagb) did not inflate. The sagb was explanted and a new sagb was implanted.